Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer reports that they received a second entire hip set with rust on almost every part of the kit on (B)(6) (this 2nd kit was sent to replace the first one sent on and received on (B)(6). This kit went to customer on (B)(6) 2017 and was new at the time (1st use), it came back to (B)(4) and was checked on october 19th 2017. Then it goes to customer on december (B)(6) this year. Impacted products will be filled in when we will received the kit back on st priest.